Manufacturer narrative:
During further testing, corrosion due to leakage from the disposable batteries were noted in the battery compartment of the device. The customer reported broken screen was noted during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a repot from the customer contact that during routine testing at the user facility, "screen broken" was noted. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.